Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified deformation and red particle material on the gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture suspected and confirmed through MRI.

Event description:
Healthcare professional reported unspecified side "rupture suspected and confirmed through MRI". The device remains implanted.